Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 1100443713. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100421595. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of infection was found to be listed in the IFU. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, approximately eight months ago, the patient with an artificial urinary sphincter (aus) developed sepsis following a bowel injury unrelated to the device. At that time, the balloon component was removed. Several months later, the remaining aus components were explanted. No further patient complications were reported.